Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Updated d1 and d4, brand name: from "astratech impl ev 4.2s 6mm os" to "osseospeed ev 4.2 s - 6 mm". Catalog number: from "26320" to "25231".